Event description:
During coronary procedure the inflatiohn device failed to immediately register the pressure applied. The gauge registered a few atmospheres after initially sticking on zero. It jumped up the dial suddenly. The faulty device was replaced and the procedure completed. There was no pt injury. The used device will be returned for evaluation.